Event description:
It was reported that this implantable pacemaker entered in safety mode. Replacement of the device was recommended. At this time, this device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker entered in safety mode. Replacement of the device was recommended. At this time, this device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings. Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this implantable pacemaker entered in safety mode. Replacement of the device was recommended. At this time, this device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device is expected to be returned for analysis. No further adverse patient effects were reported.